Manufacturer narrative:
Eval summary: during service by baxter, the channel c stop key on the pumphead module keypad was found to be not working properly. This was confirmed and attributed to a defective keypad on channel c pumphead module. The keypad on channel c pumphead module was replaced to fix the problem. The pump was returned to the customer fully operational. This issue is being investigated. The user interface module master software version for this unpremedicated pump is 5.04.00.

Event description:
During service by baxter, the infusion pump's stop key on channel c pumphead module keypad wasn't working properly. No pt injury or medical intervention had been reported related to the device.